Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. Visual inspection revealed that the sample was filled with solution and not obvious defects were detected. The returned sample was gravity tested and the analysis revealed a leak at the level of the drip chamber. The cause of the reported condition was attributed to the method, which can be related to the inadequate bonding application process that does not clearly define the specifications of the method of use to be followed during the manual assembly. The actions taken will be creating a local method of use to define clearly the specifications of the bonding requirements to be followed during the manual assembly of this product code and conducting training refreshment to all the involved operators. The issue was communicated to involved personnel to ensure awareness. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 4 lead chemotherapy set leaked just under the drip chamber during priming. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). (B)(6). A batch review will be performed. The device was reported to be available for evaluation but has not yet been received. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.